Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Additional information for lot# 523950. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, while performing a aortic arch, the pigtail soft tip broke off an angiographic catheter in the pt. The physician used a second of the same device on the same pt and a similar event occurred. The physician used a snare to retrieve pieces of both catheter tips. The procedure was completed with another new of the same device without further complications. No further medical intervention was required and there was no harm to the pt due to this incident.